Event description:
The external pulse generator was returned for repair due to the advisory. It subsequently tested out of specification during the manufacturer's analysis. No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that the battery release, lead flex cover, battery drawer, and upper case were contaminated. The lower case was broken and contaminated and both bails and ring were missing.